Manufacturer narrative:
Sections with additional information as of 27-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263, 206, 260 and 149 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl and expected pm fasting blood glucose test result is below 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/29/2024 and test strips were opened five weeks ago. The meter memory was reviewed for previous test result history: result 1: 263 mg/dl date: (B)(6) time: 2:50pm fasting, result 2: 206 mg/d date: (B)(6) time: 9:15am fasting, result 3: 260 mg/dl date: (B)(6) time: 9:15am fasting, result 4: 149 mg/dl date: (B)(6) time: 7:13am fasting, result 5: 164 mg/dl date: (B)(6) time: 6:29am fasting.